Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400's and diabetic ketoacidosis. Manual injections were administered to address bg levels; however, customer was subsequently admitted to the hospital. While reviewing pump history, tandem technical support noted customer received two occlusion alarms the day prior to the reported event and infusion set change the following day. Customer was still hospitalized when event was reported. Although requested, no additional information was provided on the reported issue.